Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 451mg/dl. Customer was treated with intravenous saline and insulin, and was released from the ER 12 hours later with no permanent damage. The cause for the reported issue was unknown. Tandem technical support performed a pump system check and confirmed the pump functioned as intended.